Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced loss of stimulation due to high impedance issue on seven contacts of the lead. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
D4; d6a; h4, has been updated.

Manufacturer narrative:
Manufacturer report number 1627487-2020-32213 was listed as '1627487', however this device was manufactured at the location with the registration number of '3006705815'.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.